Manufacturer narrative:
Submit date: 12/13/2012. An investigation is currently underway. Upon completion, the results will be updated.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the patient reported to ER with a perm catheter sheared in half approximately 1 cm above the catheter port divisions. The patient had the perm catheter placed in 2012 and had no issues prior to this time.